Event description:
Report from customer on a bravo capsule that failed to attach.

Manufacturer narrative:
No patient injury has occurred following this incident. The product is already undergoing design modification with improvement to deployment device and attachment/detachment mechanism.